Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1613c93ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2025 brand name endurant ii iliac stent graft; product ID etlw1616c124ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2025. Brand name endurant ii iliac stent graft; product ID etlw1624c93ej (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of a ruptured abdominal aortic aneurysm. The reported device was used during the index procedure, which was completed successfully with no endoleak observed. It was reported during the index procedure, following wound closure, the patient was transferred to the intensive care unit (ICU). However, the patient's vital signs did not stabilize, and the patient expired. In accordance with the wishes of the patient¿s family, no additional treatment was pursued following evar. Per the physician the cause death was not specified.